Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: "catheter inserted on ward. Pt pulled catheter out. Pt underwent cystoscopy to locate the catheter tip. Catheter tip is not found. Catheter reinserted. Instillagel used." No pt injury reported. Pt current condition is fine.